Manufacturer narrative:
H.6. Investigation summary. Bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for closure separation with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood was drawn the stopper was loose and blood leakage occurred with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: after completing transfer of blood (emergency outpatient) into the transfer device (nipro), the shield was separated and blood leakage occurred. A blood sample was collected again from the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after blood was drawn the stopper was loose and blood leakage occurred with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: after completing transfer of blood (emergency outpatient) into the transfer device (nipro), the shield was separated and blood leakage occurred. A blood sample was collected again from the patient.